Event description:
The patient's device was explanted in 2008 due to an infection. Reimplantation is planned but had not been scheduled at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.